Manufacturer narrative:
A sample was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the injector. There was patient contact, but no harm. Another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens into the nozzle area. The lens is oriented sideways in the device. The plunger is contacting the side of the optic edge along a straight path in the device. The leading haptic is folded onto the optic. The trailing haptic is misfolded toward the right in the device with the distal portion positioned down and under in a corkscrew shape. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. It is unknown if a qualified product was used. The lens was advanced/stuck oriented sideways in the nozzle area. The root cause could not be determined. Due to the lens being sideways in the device and the plunger contacting the side of the optic in a straight path, the product has the appearance that more than one attempt was made to advance the lens. The trailing haptic was misfolded. Additional information was provided in d.10., h.3., h.6 and h.10. The manufacturer internal reference number is: (B)(4).